Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, keypad/button unresponsive/button error. The customer reported blood glucose value of 360 mg/dl. The customer reported hyperglycemia, hyperglycemia, infection, bacterial treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), no treatment. The event involved product(s) mmt-1781kl. Troubleshooting was performed. Pump was not been exposed to altitude change. Time does advance when display is observed. No further patient complications were reported. Customer will discontinue the use of insulin pump. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 25-aug-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 25-aug-2024 listed on smartsolve. Daily total collection starttime: on (B)(6) 2024 00:00:00.000. Daily total of all insulin delivered: 26.875. Daily total of basal insulin delivered: 9.875. Daily total of bolus insulin delivered: 17. On (B)(6) 2024 00:30:54.000, normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed: 4.5. Bolus amount delivered: 4.5. On (B)(6) 2024 00:46:46.000, normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed: 3.5. Bolus amount delivered: 3.5. On (B)(6) 2024 11:14:48.000, normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed: 3.5. Bolus amount delivered: 3.5. On (B)(6) 2024 12:57:00.000, normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed: 2.5. Bolus amount delivered: 2.5. On (B)(6) 2024 17:06:48.000, normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed: 1.5. Bolus amount delivered: 1.5. On (B)(6) 2024 18:02:12.000, normal bolus delivered. Bolus programming method: bolus wizard. Normal bolus amount programmed: 1.5. Bolus amount delivered: 1.5. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 25-aug-2024 in the formatted history file. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (22.55 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for keypad anomaly/stuck button anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.